Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. The exact location of the leak was unknown. The pdrn was not able to see any holes on the cassette. The pdrn stated the cycler prompted with unknown alarms during fill 2 of 5 of treatment and prior to the leak. The film on the back of the cassette was loose. The pdrn was advised to allow the cycler to dry completely and try the cycler again. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. The exact location of the leak was unknown. The pdrn was not able to see any holes on the cassette. The pdrn stated the cycler prompted with unknown alarms during fill 2 of 5 of treatment and prior to the leak. The film on the back of the cassette was loose. The pdrn was advised to allow the cycler to dry completely and try the cycler again. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Teach pumps test passed. Post-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.